Event description:
Customer reported via phone call that the insulin pump alarmed button error, she removed the battery and cleared the alarm but the buttons were not responding. Customer stated that the insulin pump might have been exposed to sweat. Blood glucose value was 254 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube window corners and a cracked belt clip slot.